Manufacturer narrative:
Device received with severely cracked and push in and bleeding lcd glass. Unable to verify missing segment due to physical damaged to lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a display anomaly on the insulin pump. The customer blood glucose was unknown. The customer stated that the screen was broken with a part of the pixels that were not working. The insulin pump will not be returned for analysis.